Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
A pin is falling out of the brush head and then they are becoming loose after that [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, a pin falls out of the oral-b power oral care refills precision clean, and the brush heads then become loose. This occurred with 3 brush heads from a pack of 4. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
A pin is falling out of the brush head and then they are becoming loose after that [device breakage]; no adverse event [no adverse event]. Case description:a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, a pin falls out of the oral-b power oral care refills precision clean, and the brush heads then become loose. This occurred with 3 brush heads from a pack of 4. No symptoms developed.